Event description:
Fentanyl solution of 20meq/ml reportedly set per pump to deliver at 0.5 ml per hour. Pump allegedly overinfused pt delivering 12.5 ml over 2.5 hrs. Pt reportedly responsive but lethargic. Fetanyl drip held for 30 min, lethargic episode resolved without treatment.